Event description:
Boston scientific received information that this pacemaker exhibited loss of capture (loc) in right ventricle (rv) that led to greater than two seconds asystole. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated uponcompletion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received and indicates that this patient was having a shoulder twitches approximately 15-20 seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.